Manufacturer narrative:
Clinical investigation: clinical investigation: a temporal relationship exists between ccpd therapy utilizing the fresenius cycler and set and the adverse events of peritonitis which warranted antibiotic therapy. Per the nephrologist, the probable cause of the peritonitis was the transmural migration of bacteria from the gi tract, based on the organism cultured. The pdrn stated the events were unrelated to the utilization of any fresenius device(s) or product(s). Providencia is a gram-negative bacillus which although rare, can be isolated from wounds, respiratory tract, stool of humans, throat, perineum, axilla and blood of humans. Furthermore, providencia has been associated to multiple gi illnesses since 1986. Based on the information available, the fresenius cycler and set can be disassociated from the events. There is no allegation or objective evidence indicating a fresenius product(s) or device(s) deficiency or malfunction caused or contributed to the serious adverse events experienced by the patient. Esrd patient¿s undergoing pd therapy (manual or cycler based) are at high risk for infections of the peritoneum. Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the lots of products shipped to the patient for the three (3) month time frame prior to the event occurrence date. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process associated with the reported event. An investigation of the device history records was conducted and confirmed that the results of the in-progress and final quality control testing met all requirements. The product lots involved met all specifications for release. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
On (B)(6) 2020 during a follow-up call, fresenius became aware this (B)(6) year-old male patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) since (B)(6) 2018, recently recovered from peritonitis. The patient¿s peritoneal dialysis registered nurse (pdrn) reported the patient presented to the outpatient dialysis clinic on (B)(6) 2020 with cloudy peritoneal effluent fluid, and abdominal pain related to an ongoing (several weeks) gastrointestinal (gi) issue (specifics not provided). A peritoneal effluent fluid culture and cell count was obtained and returned positive for gram-negative (preliminary results on (B)(6) 2020) providencia rettgeri (final result on (B)(6) 2020). Additionally, the patient¿s cell-count revealed an elevated white blood cell (wbc) count of 18,100 u/l. The patient was treated (start date not provided) outpatient with intraperitoneal (ip) ceftazidime 1500 mg daily until (B)(6) 2020, ip vancomycin 2000 mg x 2 doses (dates not provided), ip vancomycin 1000 mg x 1 dose (date not provided), and oral levofloxacin 250 mg x 10 days (date not provided). The patient¿s nephrologist reported the probable cause of the patient¿s peritonitis was the transmural migration of bacteria from the gi tract, due to the identified organism¿s presence in the human intestine. The pdrn stated the events were unrelated to the utilization of any fresenius device(s) or product(s). The patient is recovered from the events and continues to undergo ccpd therapy on the same liberty select cycler as before the events occurred.